Event description:
The patient was undergoing an ablation for atrial flutter. The md placed an 8 french sheath in the right groin for ablation purposes. The sheath was easily placed and the ablation catheter was inserted without difficulty. However, when the md tried to remove the sheath, the ablation catheter became "stuck." The md was unable to turn the sheath. No extra force was applied. Eventually, the catheter was able to be removed. The md used another catheter to complete the procedure. There was no patient harm in this event. A MFR's rep came to the risk management department a few days after the event to see the device, and will have the manufacturer send a mailing label to return the device for evaluation. Per the MFR rep, they have experienced this kind of problem before, and are recommending md's to use a larger size sheath. The md's were notified and have already changed their practice to increase sheath size from an 8 french to an 8.5 french. To date, no other problems with the device have been reported by either the md's or the cath lab staff.